Event description:
It was reported that the patients implantable pulse generator (ipg) site was not healing properly. It was also stated that the patient was not feeling stimulation due to lead migration which was confirmed through imaging. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7090736. UDI: (B)(4).